Event description:
It was reported they were unable to aspirate fluid through the catheter access port (cap). They injected the dye but did not see the dye come out of the cap or confirm the placement of the catheter tip. It was noted they were later able to aspirate the dye from the catheter. The patient experienced pain. The healthcare professional was adjusting the dose; the patient was feeling better. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model #8731, lot# b007680n36, implanted: (B)(6) 2004, explanted:unknown.